Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: on 8/oct/2021, fresenius became aware (via a customer experience survey) of a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified infection (date not provided) and access/catheter (not a fresenius product) issues. Subsequent attempts to obtain additional information (medication records, discharge summary, hospital records) proved unsuccessful, as the patient¿s electronic medical record was closed. Based on the limited follow-up information available, the patient¿s liberty cycler and fmc cassette can be disassociated from the events.

Event description:
During an anonymous customer experience survey, it was reported that the customer discontinued peritoneal dialysis (pd) therapy due to a serious infection and had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During an anonymous customer experience survey, it was reported that the customer discontinued peritoneal dialysis (pd) therapy due to a serious infection and had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.